Event description:
Report received from the USA stating "the attachment runs rough and is heating". The device was used during a "tympanoplasty" procedure. No pt or user injuries were reported. The exact day of the event was unknown to the reporter. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).